Event description:
It was reported that pump charging port was damaged, requiring cable to be manually adjusted for charging. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.